Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up episodes of oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was in stable condition and there were no adverse consequences.